Manufacturer narrative:
Initial.

Event description:
It was reported that following a recent supply change with an inset infusion set, prefilled fiasp cartridge, and connector, the user experienced rising blood glucose despite correction doses being delivered by the ilet; the user noted connecting the tubing to the connector after attaching the connector to the pump, and no site leakage was observed, and a full supply change was performed with agent guidance. Symptoms included hyperglycemia and nausea. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.